Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6). Implanted: (B)(6) 2015; explanted: (B)(6) 2024; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 09-jul-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver gablofen (baclofen) 1000mcg/ml at 90mcg/day. It was reported that the patient requested a new device because they believed it was not working. On (B)(6) 2024, a pump replacement and catheter revision occurred. During the replacement procedure, fluid leaking was observed at the pump connection site/pump segment, causing fluid in the pump pocket. The catheter was successfully aspirated to perform a dye study during the procedure. The compromised catheter segment was removed and replaced with a new 8781 pump segment. A dye study was successfully performed afterward to confirm that the pump was operating properly. The complaint was subsequently resolved after the revision was complete. In regards to the cause of the catheter leak, the patient suspected that pump flipping could have been the cause, but this was unable to be confirmed. At the time of this report, the issue was resolved and the patient status was "alive-no injury". It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient's weight and medical history were asked but were unknown.